Event description:
Additional information was provided by the patient that she can no longer read or drive at night due to halos and floaters.

Manufacturer narrative:
Additional information provided in b.5. And h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the patient that she had a retinal tear which was repaired.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A patient reported that following bilateral intraocular lens (iol) implant procedures, that she can't see. Additional information was provided by the patient that she has been unable to see clearly distance or near since day after surgery. Her vision feels like she's looking through cellophane. She also had a migraine for 6 weeks and saw a neurologist who said she had issues with her trigeminal nerve. She was seen by an optometrist who gave her glasses with bifocals that she does not mind wearing, but they do not help. Further information was provided by the patient that she had a yag laser to clean the lenses two months following the initial procedure. There are two medical device reports associated with this patient. This report is associated with the left eye.